Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue in an integrated circuit. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The battery voltage is pre-approaching recommended replacement time (rrt) at 2.74v.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced rapid, early battery depletion. The right ventricular (rv) lead also exhibited high thresholds. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.